Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient has a history of breast cancer. Both implants had gel bleed and they were intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2019, it was discovered that the conclusion code cause not established was missing. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and paresthesia. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 750cc and experienced ¿bad pain in both breast, pushing on her nerves and are not the same shape they use to be. Swelling and burning sensation, numbness, tightness in her chest. They have gotten severely worse since her surgery. She is sleeping a lot to get out of the pain. Every time she moves her arms her muscles flex and it is painful in her arms. In addition, there is possible bilateral rupture. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the right breast implant.